Manufacturer narrative:
Report source foreign : (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with unknown indication for spinal therapy. Event occurred intra-op. It was reported that cage was inserted into disc space with cage extractor with no damage observed. Extractor removed and 15x12x5mm divergence trial was then used to push cage posteriorly and further into disc space. Hammer was used and cage broke during this process. From surgeon, cage broke into whole pieces that have been collected, cleaned and to be returned for assessment. Overall, excess force was used that resulted in failure of the cage. Correct inserter and new 15x12x6mm cage utilised and placed. Device collected, sterilised and to be returned. No fragments remained in patient - no issues noted. Patient symptoms unknown. No further complications reported. Update (B)(6) 2020; procedure or therapy being performed. ¿ c5/6 acdf.

Manufacturer narrative:
H3: product analysis #257824752:part # g6626526 lot # h5547342. Visual and optical inspection revealed the implant was returned damaged. One of the corners where the release/lock mechanism connects has been completely separated from the body of the implant. The implant is fragile and can overloaded. It appears the implant was overloaded from impact force from a hammer during the implantation procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.